Event description:
This report summarizes one malfunction. A review of the events indicated that model: 9808560 implantable port experienced a break. This report was received from one source. The device was used in the patient. The patient is a 51 year-old female, of 46 kgs. There was no reported patient injury.

Manufacturer narrative:
H10. For the reported malfunction, the 9808560 implantable port was returned to the bd along with three pictures for evaluation. The investigation was confirmed for the break/split. Based on the information provided, the definitive root cause was unknown. The device was labeled for single use. H10: g4: PMA/510k. H11: h6 (device). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For the reported event, the 9808560 implantable port was returned to the manufacturer along with three pictures. The investigation identified the break/split. The investigation was not able to determine a root cause. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the events indicated that model 9808560 implantable port experienced a break. This report was received from one source. The device was used in the patient. The patient is a (B)(6). There was no reported patient injury.